Manufacturer narrative:
.

Manufacturer narrative:
Customer declined repair of this unit. No parts have returned for failure investigation. The determination could not be made that the device failed to meet specifications and the device is used for treatment.

Event description:
The customer reported that the ventilator is not working on battery power. The customer reported the unit was not in use on a patient.

Event description:
The customer reported that the ventilator is not working on battery power. The customer reported the unit was not in use on a patient.